Event description:
Written report received from baxter states infusion completed in 12 hours instead of 24 hours. Device was reported to have contained 5 fluorouracil (5fu) 1126 mg and an unknown diluent for a total fill volume of 48 ml. There was no pt injury and no medical intervention required as a result of the reported condition.